Event description:
During an orthopedic procedure, utilizing an arthroscopic wand, tissue blistering was identified to be external on the pt in the shoulder area. Pt medical condition after the event was reported as satisfactory.

Manufacturer narrative:
The used device was not returned for eval; therefore an engineering analysis of the subject device cannot be performed and the complaint is unable to be confirmed.